Event description:
Consumer called to report having to go to the hosp (through emergency room). Pt believes their meter was not reading correctly and after adjusting their insulin to the readings, experienced very low blood sugar symptoms.